Event description:
A canula fire was initiated by a source other than (external to) the oxygen concentrator. The specific source of ignition has not yet been identified. The fire ignited the clothing of the patient, who died early the following day. The oxygen concentrator was operating at the time the canula fire was initiated. The canula burned (like a fuse) from the point of ignition back toward and into the concentrator via the oxygen outlet spout. The unit shut down soon after fire entered through the outlet spout, and the fire inside the concentrator self-extinguished once the supply of oxygen was depleted. An investigation by the area's fire marshall was completed. The engineer employed by the marshall's office concurred with the nellcor puritan bennett company representative diagnosis & description of the event. Refer to section h.10 for additional information on the concentrator diagnosis.